Event description:
Upon evaluation of the unit, the manufacturers field service engineer reported the unit would not proceed through self test when powered on and the monitor had a white screen. The service engineer reported the unit was operational after replacing the vga and analog pcb boards. Applicable final testing was performed and passed to operating specifications.

Event description:
The customer reported the ventilator was in use on a patient in normal ventilation mode via ac power when the unit shut down with a blank screen and vent inop/safety valve open message. The customer reported there was no patient harm. Completion of device evaluation and service is pending.

Manufacturer narrative:
Supplemental report.

Manufacturer narrative:
Device service pending.